Event description:
Device alerted for eos on hmsc on (B)(6) 2020 with no previous eri status. He patient received an MRI and the patient said no one programmed their device prior to the scan. The MRI was on (B)(6) 2020 around 2-3pm. The home monitoring alert declares: eos detected since (B)(6) 2020 at 2:32:34 pm. Hmsc history shows that device reported 60 percent battery 3.09v as recently as (B)(6) 2020. Device remains implanted but case will be treated as true eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 system was explanted due to ICD was near eri and pt did not want replacement. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status, detected on april 28, 2020 at 02:32 pm. The data further showed the detection of strong magnetic fields at 02:16 pm, indicating the beginning of the reported MRI scan. At this date the MRI mode of the device was not activated. It is therefore assumed that the reported MRI scan without preprogramming the device in MRI mode led to the clinical observation. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a battery or hybrid malfunction. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of an inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status, detected on (B)(6)2020 at 2:32pm. The data further showed the detection of strong magnetic fields at 2:16pm, indicating the beginning of the reported MRI scan. At this date the MRI mode of the device was not activated. It is therefore assumed that the reported MRI scan without preprogramming the device in MRI mode led to the clinical observation. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the eos battery status. This does not represent a battery or hybrid malfunction. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.